Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was high all day; customer woke up still high. The current blood glucose reading is 139 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced headache, blurred vision and cotton mouth. Customer thinks the insulin pump malfunctioned. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.